Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the sensor fractured while in the body. Customer said blood glucose at the time of incident 254 mg/dl. Troubleshooting was performed. Customer reported that the sensor was no longer in the body and they did not receive medical treatment as a result of the sensor fracturing while still in the body. Sensor was not returned for analysis.